Event description:
Literature was reviewed regarding ¿ the association between the d-dimer level at 1 year after evar and sac diameter change in patients with persistent type 2 endoleak¿ the time frame of this study was over a thirteen-year period. Endurant and non mdt stent grafts were implanted in the patient population. The following malfunctions were reported; type ia , ib and type iii endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ the association between the d-dimer level at 1 year after evar and sac diameter change in patients with persistent type 2 endoleak¿ sugimoto m, sato t, ikeda s, kawai y, niimi k, banno h journal of endovascular therapy. 2023;32(2):374-381. Doi:10.1177/15266028231170165, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.